Event description:
The customer reported that their acuity system monitor rebooted for unk reasons. The result is that the customer lost the ability to monitor patients from the central locations. There was no pt harm as a result. Customer did not provide pt info.

Manufacturer narrative:
The device has been received but add'l time is required to complete the analysis. Upon completion of the investigation, a supplemental will be submitted.